Manufacturer narrative:
The reported complaint of 'user advisory ua42 (force overload tripped)' error message on the autopulse platform (serial # (B)(4)) was not confirmed in the archive data and during functional testing on the returned autoupulse platform system. During visual inspection, the battery lock to the autopulse platform system was found to be broken, unrelated to the reported complaint. Unable to perform functional testing due to ua43 (fan malfunction) error code displayed upon powering up the platform, unrelated to the reported complaint. There is no indication of ua42 (force overload detected by hardware) in the archive data, thus not confirming the reported complaint. Unrelated to the reported event, the autopulse platform system was last power up on 12/22/18 indicating multiples faults of ua43 (fan malfunction). The fan assembly was replaced to correct this issue. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check, the autopulse platform resuscitation system (sn (B)(4)) was turned on and it displayed error message ua42 (force overload tripped). The user was unable to clear the ua error message. No patient involved.